Event description:
During baxter's eval of a spectrum pump, it was found to have a missing ID label. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the symptom of ID label missing which was confirmed. The ID label was replaced.